Manufacturer narrative:
Medical device was manufactured in accordance with our specifications. Root cause of the event could not be confirmed.

Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
Dr. (B)(6) was revising for a problem of instability. When he opened the shoulder, he noticed a metallosis of the soft tissues around the metaphysis.